Manufacturer narrative:
Device analysis results device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history review: it was confirmed that this device met manufacturing specification prior to distribution and there are no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable cause classification of adverse event related to patient condition. This code was selected as the most probable complaint cause based on the information available. Based on the event description, the balloon rupture likely occurred due to an interaction with the patient anatomy (75% stenosed right coronary artery).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the mid segment of the right coronary artery (rca). A 3.50 mm x 20.00 mm agent drug coated balloon (dcb) was selected for treatment. During the initial inflation, at 6 atm for 10 seconds approximately, the balloon ruptured. The device was removed; the procedure was successfully completed with a different device and there were no patient complications.